Manufacturer narrative:
The insulin pump was received with blank display due to damaged battery tube and unable to insert the battery. The insulin pump was received with cracked battery tube threads and cracked case along the side of the battery tube.

Event description:
The customer reported via phone call that due to the condition of the packaging they will not proceed with using insulin pump. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump will be returned for analysis.